Event description:
It was reported that during generator replacement procedure, after the new device was connected, failure to sense was observed on the atrial channel. The device was removed and replaced. The procedure was completed successfully. The patient was noted to be in stable condition before, during and after the procedure.

Manufacturer narrative:
The reported field event of failure to sense was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.